Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room due to low heart rates below the programmed lower rate of the implantable pulse generator (ipg). The patient experienced possible syncope with dizziness and light headedness. The emergency healthcare provider indicated that there was a loss of capture and high thresholds on the lead in which was believed to have been implanted in the right ventricle (rv). The lead was found to have oversensing of p-waves and was suspected of dislodgement. A follow up with the patient's primary healthcare provider yielded that the lead was purposely implanted in the right atrium (ra). The lead was confirmed to not have a dislodgement as the patient never had an rv lead implanted. The ra lead was repositioned; however, the physician later decided to remove the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.